Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for alerts from the device. The right ventricular (rv) lead had alerted for high impedance on the high voltage coils and high pacing impedance. The lead detection and alerts were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.